Manufacturer narrative:
Device evaluation (B)(4) 2011: the device balloon was inflated with colored water and it is noted that the distal balloon bond has delaminated. Water was introduced through all of the device lumens and with exception to the balloon lumen the water flows from where it should. Visually the device has no defects. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. Accellent corrective action request for negative trend of delamination of distal balloon bond and edwards supplier corrective action (scar) are applicable to this event. Edwards has opened a CAPA for the investigation into ep balloon bond delamination which is applicable to this event.

Event description:
It was reported that the endoplege balloon leaked continually during the procedure, and the anesthesiologist had to keep inflating the balloon in order to allow delivery of cardioplegia. This did not cause a problem for the patient, and a second ep was not opened. Sales rep has unit to return.

Manufacturer narrative:
Device evaluation in process